Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
The account alleges that during a medical procedure, the tip of the catheter detached inside the access sheath. The catheter tip was successfully removed from the patient along with the access sheath. The procedure was completed using a new device. No injury to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.